Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-00300. It was reported the patient reported not receiving effective stimulation therapy from the scs system. X-ray taken confirmed lead migration. Surgical intervention may be taken to address the issue.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-00300. Follow up information received identified, the patient decided the therapy no longer offered enough pain relief and had the entire scs system removed.